Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she woke up with blood glucose over 600 mg/dl. Customer mentioned the device was unable to exit the preparing to prime loop. Customer treated with manual injection. After troubleshooting, customer was able to do a set change. Customer was advised to monitor the issue. Customer will not be returning the device for analysis.